Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, during use, the disposable leaked. No patient injury reported.

Manufacturer narrative:
Other text: the sample returned, it consists of (B)(4) unit for part number p/n (B)(6), l/n (B)(4); the returned sample was received inside of a plastic bag which is not its original packaging. Four photos in the complaint: an filter of the extension set is observed, in one picture a leaking through the filter is identified. Visual inspection: the complainant returned unit was visually inspected at a distance of 12 to 16. Under normal conditions of illumination according to procedure. Visual inspection. Md01-003 rev. 103. Results: no obstructions, damaged, broken, or other defects were detected in none of the joins of the product. Functional test: leak testing on the sample received was performed using hydrostatic vessel [cal ID: (B)(4) due date: january 2024] as procedure pq-016 rev. 103 indicates. Results: during the leak test, leak is present in the filter air vent. Complaint is confirmed. Root cause as per IFU cautions section leaking could occurs if using solutions contained high levels of surfactants may cause fluid leakage through the air vent passage of the filter. Allegation confirmed: yes. Problem source: user interface.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. D3, g1,g2 email is: regulatory.responses@icumed.com.